Event description:
The customer called requesting assistance with programming, time/date, basal rates, and bolus wizard settings. The blood glucose reading at time of call was 321mg/dl. The customer mentioned that the insulin pump does not communicate automatically with the blood glucose meter. Informed to the customer that her call will be transfer to bayer company for assistance with this issue. During the call with the customer stated that she was in the emergency room two years ago due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The caller stated that she continued to bolus, but her blood glucose did not drop. The caller believes that the insulin pump she was wearing at the time caused her glucose level to rise. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.